Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis investigations replicated/ confirmed the customer reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity test and energy delivery tests. There was no thermal damage but there was missing material, and the wires were exposed. Additional observations not reported by site were also identified: the force bipolar instrument was found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. No signs of thermal damage were observed. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibited orange discoloration. The instrument was found to have dried residue around the clamping pulley cable groove.

Event description:
It was reported that during a da vinci-assisted ventral hernia extended totally extraperitoneal (etep) repair surgical procedure, a part of the force bipolar instrument tip was broken. The fragment fell into the patient¿s cavity and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the following additional information; however, the customer was not able to provide further details.